Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump keypad buttons are not working. The reported complaint of keypad buttons not working was unspecific and no further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 12/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be torn over the up arrow button. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.